Event description:
Complainant alleged that the device displayed "pacer fault 117" and "defib fault 108" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.